Manufacturer narrative:
The technician found the ground pin missing from the power cord. The technician replaced the power cord plug to repair the bed.

Event description:
Info received indicates the bed lost ground.